Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had to have one of their leads turned off due to high impedances. The pt had gone from being "on" most of the day to being "off" most of the day. It appeared the pt had two device systems in place; it was unclear which device system had the issue. See MFR's report # 3004209178-2011-03141. Add'l info was requested.